Manufacturer narrative:
The calibration was acceptable, and the quality control (qc) results were within the range. The sample was stored at 4c between the initial and repeat testing. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2020-00597 was filed for the same sample tested on a different atellica im analyzer on a different date.

Event description:
The customer obtained nonreactive (negative) atellica im sars-cov-2 total (cov2t) results for a patient on two different atellica im analyzers on two different dates. The nonreactive (negative) results were considered discordant when compared to the reactive (positive) result with an alternate method. The customer did not report the nonreactive (negative) results to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00598 was filed on december 7, 2020. Additional information -december 18 2020: using atellica im sars-cov-2 total (cov2t) lot 709006, a patient sample resulted non-reactive and was reactive on an alternate igg method and non-reactive on an alternate igm method. The sample was collected 11 days after patient started showing symptoms. Blood samples collected <14 days from initial positive pcr, patient may not have antibodies yet. It is recommended a sample be drawn later in infection and tested. Blood samples collected >14 days from the initial positive pcr additional information is needed. The atellica im cov2t IFU ( 11206906_en rev. 01, 2020-05) states 100% positive percent agreement with samples collected =/>14 days post pcr positive. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (pre seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. Based on the information provided, siemens did not identify a product problem. The customer is operational. No further action is needed. MDR 1219913-2020-00597 supplemental 1 was filed for the same sample tested on a different atellica im analyzer on a different date.